Event description:
Pt relative tested her blood glucose as 180 mg/dl on suspect device. Pt was exhibiting hypoglycemic symptoms. Emt's tested pt as 30 mg/dl blood glucose. Administered glucose IV and took to hosp. Pt is doing better now.